Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(4) 2013 alleging that on (B)(6) 2013 she woke with elevated blood glucose (bg) measuring 33.3 mmol/l and noticed that the insulin pump had powered off. The patient reported symptoms of nausea and confusion with the elevated bg. The patient did not provide information regarding the treatment of the alleged elevated bg. The patient stated that she replaced the battery in the pump when she noticed it was powered off and reported it was functioning as usual without any further power loss. The patient reported there was no physical damage to the pump. The patient confirmed that the battery cap was secured to the pump tightly without the yellow o-ring visible. Review of the alarm history by animas customer technical support revealed the alarm history showed the pump emitted an "auto-off" alarm the morning of the alleged incident, which the patient stated that she did not remember receiving. There were no recorded "low battery" or "replace battery" alarms in the pumps alarm history. This complaint is being reported because the patient alleged elevated bg as a result of a pump malfunction, which remained unresolved.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2013. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: review of the black box data and download information did not reveal any activity outside of normal use. The last basal delivery and the last bolus delivery were both recorded on (B)(6) 2013. There were no recorded data in the black box of power off and reset events. The alarm history revealed an event alarm warning for ¿auto off timeout->pump suspended¿ on the date of the reported event ((B)(6) 2013) at 00:35. The next, and only, prime recorded on (B)(6) 2013 was at 09:43. On examination, there was no physical damage to the pump¿s battery compartment or the battery cap that was returned with the pump for evaluation. On investigation, the pump was exercised for 24 hours using the returned battery cap. At the conclusion of the testing, the pump had not experienced any loss of power and continued to function as intended. A ¿low battery¿ warning and a ¿replace battery¿ warning were reproduced for the investigation and both occurred at the correct voltage thresholds and in the correct time and order. On investigation, the pump was found to be delivering within required specifications at the conclusion of testing. Investigation was unable to duplicate the complaint.